Event description:
It was reported that after 2 years since the implantation of a tkr patient has: clicking sound in the knee joint, fluid retention, progressive bone deterioration, skin discoloration, inflammation, ambulation difficulties and pain. Patient states that due to the bone deterioration his doctor has told him that his leg will need to be amputated. There's no indication of any medical intervention performed yet.

Manufacturer narrative:
This complaint was received via report number mw5076035 provided by FDA.

Manufacturer narrative:
This complaint was re-opened. No additional info was provided. A clinical evaluation noted the root causes of the pain and instability suffered by this patient were likely long term results from the damage to the knee from the gunshot wound, which resulted in ¿severe dystrophic bone and deformity¿ and in multiple knee procedures with some prior to the noted (B)(6) 2015 implant of s&n product. Noted is that no mention of a ¿loose hinge and broken hardware¿ was documented in the operative notes and the current implants are not smith and nephew products. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based on the documentation, the root causes of the pain and instability suffered by this patient are likely long term results from the damage to the knee from the gunshot wound, which resulted in "dystrophic bone and deformity" and multiple knee procedures with some prior to the noted 2015 implant of s&n product. It is noted that no mention of any "loose hinge and broken hardware" was documented in the intra-operative notes. The current implants are not smith and nephew products. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.